Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Crd_1003 - vantage ide study. Eu0748 - 544 (r762239601, r762240101) it was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after predilatation, first degree atrioventricular block was observed. No treatment was provided. The device was successfully implanted with an implant depth of 4.38mm. A post-implant balloon valvuloplasty done due to paravalvular leak. On (B)(6) 2023, transesophageal echocardiography (tee) was performed before discharge, a mild anterior periprosthetic leak limited to the left ventricular outflow tract was observed, no treatment was provided. The patient is stable.

Manufacturer narrative:
An event of perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after device was implanted with an implant depth of 4.38mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After pre-dilatation, atrioventricular block was observed and no treatment was provided. Then, a post-implant balloon valvuloplasty done due to paravalvular leak. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.